Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent approximately 23.0 and 43.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. Further evaluation revealed the pusher assembly was bent. This damage was likely incidental and may have occurred during packaging for return. The lantern mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached ruby coils into the aneurysm using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil into the lantern, the physician experienced difficulties and was unable to advance the ruby coil out of its introducer sheath. The ruby coil was removed and the physician was still having difficulties pushing the coil out of its introducer sheath on the back table. Therefore, the procedure was successfully completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.